Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233178. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by your facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system 24g x 0.75 in. W/q-syte¿ the catheter leaked at the middle when retracting the needle. The catheter was placed and blood flashed back. The catheter was removed. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the catheter leaked at the middle when retracting the needle. The catheter was placed and blood flashed back. The catheter was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system 24g x 0.75 in. W/q-syte¿ the catheter leaked at the middle when retracting the needle. The catheter was placed and blood flashed back. The catheter was removed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that the catheter leaked at the middle when retracting the needle. The catheter was placed and blood flashed back. The catheter was removed.